Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the proper settings of the inputs signals in section 318 ¿7.15 remotely controlling the monitor.¿ based on the results of the investigation as well as the information received from the user facility, this event was determined to be a settings issue event. The video image from the unit was displayed correctly after the correct video input options were selected. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report that the cv-190 wasn't presenting an image. Tac spent time trouble-shooting the unit with the customer and ultimately discovered that the video input selection was not on the correct setting. This issue was resolved once the input settings were properly selected for the customer's setup. At this time, the device is not scheduled for return. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was not producing an image during testing. According to the initial reporter, this event occurred during preparation for a procedure, and the patient hadn't even entered the procedure room. Furthermore, the image was able to be restored and the staff continued with the scheduled cases for the day.